Event description:
It was reported that fentanyl was being infused at a rate of 14ml/hr. Nurse reported infusion delivered faster than set rate. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 7/30/98. File# 5-98-046. The pump was returned & evaluated. Accuracy testing was performed & the pump was found to be within the +/-5% spec, however the mechanism gap was measured & found to have narrowed. It has been determined that if the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use which states "close the mechanism by pushing the orange latch to the left. Verify that the tubing is fully within the mechanism & the air in line detector. Do not use the door to close the orange latch." The MFR has implemented a label warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism.